Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3086, UDI: (B)(4), serial: (B)(4), batch: a000130597.

Event description:
It was reported that the patient began experiencing a severe headache during an scs trial. The patient was subsequently hospitalized to address the issue. The scs system was turned off. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.